Manufacturer narrative:
(B)(4) conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw (B)(4).

Event description:
It was reported that the patient underwent laparoscopic appendectomy for ruptured appendicitis on (B)(6) 2015 and drain was implanted. The drain was placed following the procedure and removed 5-6 days later. On (B)(6) 2015, the patient returned to the ER complaining of pain in the central lower abdomen. On (B)(6) 2015, the patient returned to the ER complaining of increasing pain with redness and a "bulging blister" to the lower central abdominal area. CT revealed a foreign body in the abdominal area. On (B)(6) 2015, the patient underwent laparoscopic surgery to remove a piece of retained tubing from the drain, located intra-abdominally, not subcutaneous. The retained piece measured 2.6 cm in length and 0.5 cm in diameter. The patient is reported to be doing well at present. Additional information has been requested.